Event description:
It was reported that the 9800 system had no fluoro image and the kv and ma went to maximum. No pt injury was reported.

Manufacturer narrative:
A ge rep performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended, and put back into service.